Event description:
The customer reported via phone call that they had a reservoir leak. The customer noted the reservoir leak during normal insulin pump use. Customer stated there was no damage present on the reservoir. It was also found the leak was at the second o-ring. The customer reported the issue occurred with the past 9 reservoirs. Customer's blood glucose was unknown. Customer declined to return the reservoir for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.